Manufacturer narrative:
Medivators clinical specialist (cs) visited this facility to perform an inservice on the operation of the dsd edge machine. The cs reported the following observations: in review of sgna guidelines, the facility has never manually cleaned a scope in a sink of h2o and detergent in 12 years. It was observed that the facility used same water all day to leak test scopes. They reported they had never flushed a scope in 12 years. Facility reusing olympus maj-855 auxiliary water tube without reprocessing between patients. There is potential for patient cross contamination according to the dsd edge IFU, endoscopes must be manually cleaned prior to reprocessing in aer. Medivators cs recommended that they familiarize themselves with society guidelines for reprocessing as well as directed them to review their scope manufacturers manual cleaning procedures and reach out to their scope manufacturer representative for additional guidance. The importance of appropriate manual cleaning prior to placing in the aer for hld was stressed. To date, there is no reported patient illness or injury. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that the facility is not appropriately pre-cleaning and manual cleaning endoscopes prior to reprocessing in the medivators dsd edge automated endoscope reprocessor.